Event description:
While using clip applier during surgery the clips would not stay on the tissue they kept falling off. The fellow closed the clip applier outside of the body 2-3 clips fell out of the device. We tried to use it again and a clip was lodged it in sideways. The device was removed from the field a new one was opened and was used without issue.